Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implanted: 2014 (B)(6); 4298 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was observed during left ventricular (lv) lead - only pacing. The lead sensitivity was reprogrammed and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. The analyst noted evidence of twos occurring post-pace.